Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that prior to use, the orbit mini complex fill 2x2 ((B)(4)/unk) was kinked on the delivery wire and stretched. It was noticed before used on patient. There was no patient injury reported. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Hypotube was inspected and two kinks were found. Introducer was zipped and inside of it were the support coil, gripper and part of the embolic coil which was stretched at proximal side. Support coil and gripper presented no damages. No other damages were noted. Gripper and embolic coil were inspected under microscope and gripper presented no damages while the embolic coil was stretched at proximal side and no other damages were noted. DHR review was not performed due to the lot number was not provided. Reported failures by the customer as "embolic coil stretched and hypotube kinked" were confirmed during the analysis. The exact cause of the reported failures could not be conclusively determined; however, the analysis do not show evidence that these damages could be related to the manufacturing process. These damages could have occurred when the device was removed from the packaging and/or during the handling of the unit, since inspections are in place to prevent coil damages on trufill dcs orbit leaving the facility (refer to 10817669 rev.2 and 637mi021 rev.24). The cause of the damages remains inconclusively and undetermined; therefore no corrective action was taken. The complaints of kinked and stretched were confirmed on analysis; however, the root cause of the failures could not be determined. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the available information does not suggest what other factors may have contributed to the confirmed kink and stretched failures.

Event description:
Prior to use, the orbit mini complex fill 2x2 (B)(4) was kinked on the delivery wire and stretched. It was noticed before used on patient. There was no patient injury reported. The hospital accumulated the product without reporting.